Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 122,791 joules. Also, it was reported that the fiber cap was retrieved. No patient injury was reported and the patient outcome was successful. The device was not returned for evaluation.